Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Reportedly, the customer was able to charge pump and continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate and static. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.